Event description:
Per the clinic, the patient experienced a magnet displacement secondary to an MRI. The magnet was replaced on (B)(6) 2022.

Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Manufacturer narrative:
Per the clinic, the patient was treated with oral and topical antibiotics (specific date and duration not reported). The implanted device remains. This report is submitted on august 22, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on september 27, 2022.